Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 6.0x60mm absolute pro self expanding stent system (ses), when removing the stylet, the stent prematurely deployed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.